Event description:
It was reported that several days after insertion of the midline catheter the coronary care department noticed a leak at the insertion site. This was noticed when administering saline and other drugs.

Manufacturer narrative:
Qn# (B)(4). It was noted the clinicians allege this occurred multiple times. No sample will be returned for evaluation.